Event description:
It was reported that during a laparoscopic gastric bypass procedure, that upon creating the gastro-entero anastomosis, the endo cutter did not staple. The surgeons believe that a used reload was used to fire, but are not sure because of the lock-out mechanism. They believe the lockout did not work. The nurses are certain that the device was loaded with a new reload, and are of a different opinion. Procedure prolonged 90 minutes. Pt was converted, but apparently is out of the hospital now and feeling fine. See scanned pages.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.